Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on the screen making it difficult to read the screen. Customer's blood glucose level was unknown at the time of incident. Customer stated that the battery housing, reservoir window and opening had cracks, slower rewound and battery life was diminished from the first day of receiving the insulin pump. The insulin pump will not be returned for analysis.